Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer states on vacation and was dehydrated and diabetic ketoacidosis. The blood glucose value at the time of admission over 500 mg/dl. The customer had symptoms of vomiting and dehydration. The customer was treated for the high blood glucose level by the healthcare provider for three days. The customer was wearing the pump at the time of the hospitalization. The customer did not troubleshoot the issue. The customers current blood glucose level was unknown. The insulin pump will not be returned for analysis.